Event description:
It was reported that a smiths medical pump failed volume test during testing/no patient injury. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical cadd solis vip pump was returned for analysis with scratches and cracks found on lcd lens screen. During analysis, the customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed, the pump was found to be over delivering to the manufacturing specifications. Pump's expulsor be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.